Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Customer complained that foot support fastening from patient support for stitching is loose and the foot support folded down on nurse feet. Minor injury occurred.

Manufacturer narrative:
(B)(4). The digital diagnost is a stationary x-ray system for general radiographic purposes. The patient support is an accessory that enables the examination of full leg or full spine, with the patient standing upright. For ease of use, the patient support has wheels and a folding footboard. The footboard is connected to the frame by two hinges. When in use, the wheels need to be locked, and the footboard needs to be folded down. For transportation, e.g. From one room to another, the footboard has to be folded up and fixed by a hook. The field service engineer has investigated at site and found the hinges of the footboard damaged. He ordered a new set of hinges and found the new ones had nearly the same mechanical play as the old ones. The cause of the fallen footboard could not be determined clearly. The customer stated that the stitching support was used roughly. This explains the damaged surface of the patient support. This leads to the conclusion that the cause can be an incorrect positioning or unintentional loosening of the hook during transport. The field service engineer has precautionary replaced the hinges and checked the hook adjustment. A CAPA was initiated and resulted in a remedial action ((B)(4)). The remedial action contains improvement of hinges and an additional brake cylinder.